Event description:
It was reported that during a revision, device longevity is 6.5 years in about 2 months post implant. The left ventricular (lv) lead presents low impedances which could be related to the premature battery depletion of the device. Device remains in service. No adverse patient effects were reported.